Event description:
It was reported that during preparation for a ptca procedure, the shaft of the quantum maverick monorail balloon catheter broke during removal from the packaging. There was no patient contact with the device. Another of the same devices was used to complete the procedure.